Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. Additionally, a minimum fill notification occurred after filling a cartridge with over 150 units of insulin. Blood glucose was 224 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.